Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer does not feel that this has impacted their blood glucose (bg) levels. The customer is usually able to clear the alarm and successfully resume insulin delivery. Reportedly, the pump is kept in the customer's pocket. The customer will attempt leaving the pump out of their pocket during bolus delivery to prevent temperature changes.